Manufacturer narrative:
Additional information, device evaluation the reported device was received and evaluated. The catheter body was found to be accordioned at 23.0 cm to 31.5 cm from the distal tip. In addition, the catheter body appeared to be separated at 29.5 cm from the distal tip. The broken ends of the catheter exhibited with stretching and necking no other anomalies were observed. Based on the product analysis, the report of "catheter separation" was confirmed. From the damages found on the returned catheter, it indicated the catheter separated when exceeding the tensile strength of the tubing material; it appeared there was excessive force used (pushing and pulling); subsequently causing the catheter to separate. Marksman instruction for use states: "never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation. Therefore, the reported clinical observation cannot be conclusively determined. Additional information has been requested. Should the device be received and evaluated, or additional information is received, a supplemental report will be filed.

Event description:
Medtronic received information that a marksman catheter broke during a flow diversion procedure. The device was used to treat a patient's saccular aneurysm in the left internal carotid artery. It has a max diameter of 12mm and neck width of 7mm. Distal and proximal landing zone of the parent artery were 3.72mm and 3.88mm respectively. Vessel tortuosity was described as moderate. It was reported the devices were prepared as indicated in the instruction for use. The marksman catheter was flushed continuously with heparinized saline during the procedure. A non-medtronic distal support catheter was placed to the internal carotid artery followed by the marksman catheter which was delivered distally to the location of the aneurysm. When the flow diversion device was delivered via the marksman catheter, resistance was met at the distal segment of the marksman catheter. The physician released the slack in the system, but did not resolve the issue. The marksman catheter broke. The physician removed the entire marksman catheter and the flow diversion device from the patient. No injury to the patient. The marksman catheter was noted to have accordioned and broken.